Event description:
Material no: 320109, batch no: 8304699. It was reported that during use of the bd ultra-fine¿ short pen needles the consumer stated that after he attaches the pen needle to the pen, when he removes the inner shield the needle come out and that every 1 of 4 pen needle has this problem. The following information was provided by the initial reporter: verbatim: consumer reported after he attaches the pen needle to the pen, when he removes the inner shield the needle come out. Incident date-unknown. Every 1 of 4 pen needle has this problem. Occurence-unknown; sample available. Item# 320109; lot# 8304699; expiration date-2023-10-31.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 320109, batch no: 8304699. It was reported that during use of the bd ultra-fine¿ short pen needles the consumer stated that after he attaches the pen needle to the pen, when he removes the inner shield the needle come out and that every 1 of 4 pen needle has this problem. The following information was provided by the initial reporter: verbatim: consumer reported after he attaches the pen needle to the pen, when he removes the inner shield the needle come out. Incident date-unknown. Every 1 of 4 pen needle has this problem. Occurence-unknown; sample available. Item# 320109; lot# 8304699; expiration date-2023-10-31.